Event description:
Device report from (B)(6) reports an event in (B)(6) as follows: it was reported that there was no posterior marker of peek during a procedure on (B)(6) 2015. The patient experienced a foot drop (right side) that may have been due to a lot of repeated in and out during the procedure to check for peek position. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
It is unknown if the entire device was fully/successfully implanted during the procedure on (B)(6) 2015. Per facility, complainant part is not available for return. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing location: bettlach - manufacturing date: september 10, 2014 - expiry date: september 1, 2024. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There was a surgical delay of 45 minutes due to the reported complaint event. Additionally, information received on april 30, 2015, reported that the patient had historically undergone a laminectomy at levels l4-s1 on an unknown date. A competitor¿s pedicle screw was implanted at level s1 during this procedure. On an unknown date, the patient suffered a fall to the floor and it was discovered that the screw had broken. The unknown competitor screw was removed during the previously reported (B)(6) 2015 revision surgery. During the (B)(6) 2015 revision surgery, a discectomy at levels l5-s1 was performed. The l5-s1 disc spacer was tried for suitable size and lordotic curve which was checked by fluoroscopy. The synfix peek implant was chosen and applied, as previously reported; however, the posterior border of the peek could not be detected as usual. It is the surgeon¿s opinion that the patient suffers from nerve trauma caused by peek positioning issues. The peek was implanted. The patient is undergoing continuous physical therapy to treat the previously reported drop foot symptoms.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: sedation was reported. The length of surgical delay was mistakenly omitted from event description. The surgery delay was 45 minutes. This was delay attributed to the previously reported determination of ¿adverse event requiring intervention¿ and ¿serious injury.¿ drop foot symptoms/nerve trauma. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: internal review was performed. The investigation of the complaint articles indicates that the: synfix x-ray marker could not be identified from all 5 x-ray images, although some of the images are not at ideal quality. The synfix plate is too recessed against anterior bony edges of adjacent vertebrae. Additional information will be helpful toward better understand this issue. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.